Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of the event. The root cause for the gap in glue event was presumed to be due to physical stress applied to the distal end during user handling. The event can be detected/prevented in accordance with the following instructions for use: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera duodenovideoscope had a defective freeze button. Inspection and testing of the returned device found that the adhesive around the light guide lens had foreign objects and there was a gap in the adhesive area between the hold ring and the distal end. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that switch 1 did not work due to damage. It was also noted that the grip and switch box had a scratch. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the bending tube was deformed. The connecting tube was snaking and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.